Event description:
It was reported by service report that the rubber on the wheels was chunking off causing a weakening in the braking pressure. No pt involvement or adverse consequences are reported.